Event description:
Two driver stents were implanted at an unk lesion. (MFR report# 2953200-2008-01081 - 01082) stent implantation details are unk. It was reported that 5 years post initial stent implant the patient had expired. No further info has been obtained.

Manufacturer narrative:
Evaluation codes, results: (death).